Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator has touchscreen failure the customer contacted product support and was advised to replace the touch screen cables and the mmi board. The customer already replaced the touch screen and the problem continues. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15apr2019. Customer replaced the man machine interface printed circuit board assembly which corrected the issue, the device was functionally tested and passed the device was then returned back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.